Event description:
Incident occurred on newborn, 50 day old, male. Infant had (respiratory syncytial viral) rsv pneumonia. Infusing 40 cc's packed red blood cells with a med fusion syringe pump. Model 2001 pump. Twenty minutes into the infusion there was a sudden drop in blood pressure to 26/p. Nurse called dr and was given order to infuse blood within 10 minutes. Pump was stopped and nurse then noticed that the blood IV push. Nurse then noticed that the blood backed up into the bag. Nurse noted 60 cc's of blood were in the bag, therefore, approx 20cc of the infant's blood backed up into the bag. Rn then re-administered the entire 60cc's ivp and increased a dopamine infusion. Baby is currently in critical condition (due to diagnosis of pneumonia), but stable condition.

Manufacturer narrative:
Received one used set full of blood. Examination of the set revealed no physical defects. The set could not be functionally tested due to the filter at the male adapter being plugged with coagulated blood. The blockage could not be removed without cutting the set apart. 67: sample returned to account as requested. No conclusion could be drawn.